Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system displayed an error message during a procedure. There was no report of patient injury. Through follow up communication with the perfusionist, sorin group (B)(4) was informed that the customer was able to resolve the issue. A loose connector was discovered on the motor drive and the user pushed the connector more securely into the control panel and the error message went away. The service call was canceled by the customer, as they are no longer experiencing any issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Customer was able to resolve the issue.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system displayed an error message during a procedure. There was no report of patient injury.